Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. Subsequently, the customer was hospitalized three days later with a blood glucose (bg) level of 306 mg/dl. While in the hospital, the customer received treatment in the form of an insulin drip. A system check was performed and the pump performed as intended, the only issue found was the inaccurate fill estimate that was received. Reportedly, the cartridge had been in use for 4 days. Tandem technical support (cts) advised the customer against using supplies past labeling. The customer declined a follow up call to verify the discharge date from the hospital.